Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, loss of sensing and low p - waves were observed on the right atrial (ra) lead. Programming changes were made and the issue was resolved. The patient was stable and will continue to be monitored.